Manufacturer narrative:
The lens was not returned. The used qualified ii (b) cartridge was returned. Inadequate viscoelastic is observed in the device. The cartridge has evidence it was placed into a handpiece. The nozzle and the tip are split on the right side. This appears to be an aneurysm which has torn almost to the end of the tip. A non-qualified viscoelastic was indicated. The returned picture shows iol lens case together with a cartridge. The iol appears to be present in cartridge nozzle and appears to be exiting the nozzle tip. Due to poor quality of the attached picture the reported complaint cannot be confirmed. The complainant indicates the use of ¿hypromel 2%¿ viscoelastic which is not qualified for use with associated iol/ cartridge combination. The reported lens damage could not be verified because the lens was not returned. Extensive damage was observed to the returned ii (b) cartridge. The root cause for the reported lens damage may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The nozzle and the tip are split on the right side. The damage on right side of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens/plunger is not positioned correctly for advancement. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. In addition, a viscoelastic was indicated which is not qualified for monarch cartridge use. Due to differing viscosities, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was damaged at the beginning of the implant by the cartridge. A backup lens was used to complete the procedure and there is no reported impact on the patient. Additional information was requested.